Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to nov 28, 2023. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported of eyhance intraocular lens (iol) having a huge crack, scratches on the periphery of the lens in the 5 o¿clock position. The doctor reported these issues with fifth or sixth lenses in two (2) days. Through a follow up, the doctor indicated that there have been approximately 4, maybe up to 6 instances of what appears to be streaking or scratches on the mid-periphery of the iol ¿ approximately 1 clock hours for the past 1-2 weeks. The doctor uses ophthalmic viscoelastic device (ovd) as lubrication and stated no resistance that he felt during delivery. The patients are all doing fine post-operatively and on follow-ups per doctor. The lenses remain implanted, and the doctor has no plans to explant at this time since there is no clinical indication to do so. The doctor mention that when he previously experienced this issue (prior to this series of incidents), they thought it may have been from temperature excursions during shipment. No further information was provided. This report pertains to the events for the first day/first week. A separate report will be submitted for the events on the second day/second week.

Manufacturer narrative:
Additional information/corrected data: in review, it was noted that the suspect product model "icb00" a non-toric lens was entered in the initial MDR report; however, the received photo from the customer shows toric marks on the lens which indicates that incorrect lens model was inadvertently entered in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report. The following fields were updated accordingly: section d2: common device name: lens, intraocular, toric optics. Section d2: device product code: mjp. Section d4: model number: a complete model # is unknown, as product serial number was not provided. The bast estimate is a diu00 device. Section d4: catalog number: a complete catalog # is unknown, as product serial number was not provided. The bast estimate is a diu00 device. Additional information: no suspect product was received, a customer photo was provided. The customer provided photo was evaluated. The picture shows an eye being implanted with an intraocular lens (iol) claimed to be a tecnis toric iol with simplicity delivery system, model diu. The picture shows what appears to be a small scratch like mark in the lens edge at 5:00- 5:30; however, due to the quality of the picture in cannot be fully confirmed. Scratches located at lens edge are not expected to have clinical effects; however, the final clinical impact needs to be evaluated clinically in a case-by-case basis, it cannot be determined from a picture assessment. The complaint issue "cosmetic issues" was identified during evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.